Event description:
It was reported that the atrial lead was found to be dislodged. Lead was explanted. Patient¿s condition was stable. Explant date is unknown. No further information is available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.